Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported no keypad beeps, which was confirmed through visual review. Visual inspection found the cause was a failing rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no keypad beeps. There was no known patient injury or medical intervention associated with this event. No additional information is available.